Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found that the secondary rack needed adjustment. The rack was adjusted. The instrument was tested without further problem and returned to service.